Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the remote arm controller (rac) on surgeon side console to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the rac component involved with this complaint to perform failure analysis. The rac was examined and error(s) 297, 23 and 252 were identified on the system logs indicating that fault occurred in the field. Visual inspection of rac did not reveal any issues related to the reported issue. The rac was installed onto the golden system where the component functioned as expected and no error codes were present. The golden system was set to run 10 power cycles, sine cycle and sitting idle for one hour. Once testing was completed, the logs were inspected, but no error could be identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to docking, the system faulted with a non-recoverable fault. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed system logs and confirmed the issue. Tse walked customer through powering off the system and reseating the blue fiber cables but, with no change. Tse asked customer to remove the concerned surgeon side console (ssc) from the system and had them power-up the system. Customer confirmed that system powered up without any issues after removing the ssc. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to port placement for an anticipated procedure. They called and requested troubleshooting with isi technical support engineer. The ssc was disconnected which cleared the error fault and they continued the planned procedure using a single ssc setup. The reporter further stated that at an unspecified time during the procedure, the issue recurred and the surgeon elected to convert the procedure to traditional laparoscopy. This decision was not communicated to isi. There were no reports of patient harm or patient injury.